Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow accuracy testing was performed at different rates for both primary and secondary infusions, and the device met specifications with no issues with the infusion programming. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over infused. The pump was programmed for twenty minutes; however, it infused the unspecified medicated solution in five minutes. The program was reading as if the pump was running the correct volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.